Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Pc-(B)(4). No device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following implants were removed (B)(6) 2018 during revision knee surgery by (B)(6). Size 3 10mm pli tibial insert. Size 3 cr left sigma femur. Size 3 cocr tibial tray. Lot numbers were unreadable, implants were discarded by hospital. The surgeon hasn¿t requested any follow up. Incorrectly aligned implants was the cause for revision.